Event description:
It was reported that this patients single chamber implantable cardioverter defibrillator (ICD) displayed a red alert for high out of range (oor) shock lead impedance (sli) measuring, 126 ohms. In addition, the same day the sli went oor, the right ventricular (rv) lead pace impedance measurement increased, but stayed within normal limits. Technical services was consulted and offered troubleshooting options. The ICD remains in service at this time. No adverse patient effects were reported.